Event description:
Reportedly, the outer silicone layer of the balloon peeled off during inflation. Pieces of this layer fell into the pt cavity. The pieces were retrieved. There was no reported pt injury.